Event description:
The patient contacted animas on (B)(6) 2013 reporting that the lens film started peeling off and was removed about a year ago. The patient reported that the display screen is scratched up and they can read it but harder to read in bright light. There is no reported adverse event with this complaint. This report is made based on the allegation of the display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.